Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that he was hypoglycemic unaware and experienced low blood glucose levels while sleeping. The customer reported an event that took place about two months prior to the call in which paramedics were called in response to a low blood glucose level. The customer also reported that the insulin pump had recurring no delivery alarms and would reject new batteries. Customer also reported that motor error alarms occasionally occurred. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.